Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d6b if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated as follows: the previous hip implant from (B)(6) 2021 collapsed on (B)(6) 2023 when the patient was standing on a slightly slanted part of a sidewalk; the slanted part of the sidewalk is declined in a way to allow wheelchairs, baby strollers, etc., to have better access to a sidewalk from a street. The 2021 implant struggled to maintain its strength while the patient was standing on part of that slanted sidewalk. Prior to the collapse of the implant, the patient was taking a leisurely walk and was in a standing position on the slanted part of the sidewalk when the collapse occurred.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. The initial reporter information has been removed for confidentiality/privacy. The initial reporter is a patient. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated complaint: it was reported by the patient that, "there is a possible defect in hip replacement material that was sent and used by my hip surgeon during (B)(6) 2021. As a result, I am now having to be scheduled for a 'revision implant procedure' soon. In the meantime, please make note of the following implant material that was installed into my right hip and just maybe your company will be able to determine what needs to be done next because I have already filed a consumer complaint with the FDA on the following hip replacement materials: depuy synthes pinnacle shell size 52; a+4 19-degree liner; summit femoral stem size 4; standard offset; and femoral head is a +1.5 32mm ceramic. I live in (B)(6) and my hip replacement surgery took place in (B)(6) 2021 without any major complications and appropriate physical therapy was also required and completed. The function of my hip with the above materials failed on monday (B)(6) 2023. I was taking a leisurely walk on a sidewalk when the materials in my hip made a loud popping sound, a buckling down of my hip occurred immediately and then the materials/mechanism has not stopped making squeaking sounds from my hip and femur.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this report was not returned to depuy synthes for evaluation. Review of the photographic evidence does not depict the reported acetabular cup. However, based on the observations of the acetabular liner and the metal transference of the de ceramic head, it is reasonable to conclude that a disassociation event occurred between the liner and cup. In addition, noise would be present due to the ceramic head articulating against the metal cup. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.